Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was noted the patient had prolonged bleeding of the ICD pocket after implant. The patient was hospitalized so the hematoma could be drained and was given antibiotics.